Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of the x-ray by radiologists indicates that there is a dislodged screw in the anterior joint recess, in the region of hoffa's fat pad, based on localization made on the lateral view. The remainder of the imaged hardware appears intact. No periprosthetic lucency is identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen ps pre stem tibia plate #00-5980-047-02, lot #63381030. Nexgen lcck fem implant #00-5994-017-91, lot #62873816. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of articular surface approximately 1 year post initial knee procedure as the locking screw backed out. The surgeon used a torque wrench to ensure the screw was properly seated. Attempts have been made and additional information on the reported event is unavailable at this time.